Event description:
It was reported that the patient had a lead revision done today, as the current lead was on the left, but the patient had a better response on the right. The physician tried the right with the first lead and did not get a good motor response, but decided to try again on the right. Prior to the case the patient programmer was unable to assess the device. After the procedure, the device had a por (power on reset) condition in post-op following emi (electromagnetic interference), electro cautery was used. The por was cleared and the patient programmed really well. There were no additional concerns.

Manufacturer narrative:
Product ID 3889-28, lot# va00ggm, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 3889-28, lot# v918350, serial#, implanted: explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).